Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report weight loss and needed help resetting basal rates. The customer's blood glucose level was 30 mg/dl. The customer was advised to contact their health care provider to determine new basal rates. Nothing further to report.